Manufacturer narrative:
The test strips were returned loose in a bag. Product labeling advises to store the unused test drums in the original container with the cap closed.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on compact plus meter, within 10 minutes: 20 mmol/l and 9 mmol/l. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.